Event description:
On (B)(6) 2010, the pt underwent debranching surgery using vascular grafts. Then repair of a thoracic aortic aneurysm was performed where two gore tag thoracic endoprostheses were implanted. The brachiocephalic, left common carotid and the left subclavian artery were intentionally covered. A gore tri-lobe balloon was used to balloon the devices and was overinflated, causing the anastomosis site between the debranched vascular graft and the aorta to rupture. An open thoracic surgery to treat the hemorrhage was performed. The tear of anastomosis site was sutured again and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore tri-lobe balloon catheter instructions for use, excessive inflation volume may result in balloon rupture, embolization, vessel damage, vessel\rupture, or pt death.